Event description:
Boston scientific crm received information that this left ventricular lead that has been in service for five years had impedance measurements at 2128 ohms that dropped down to 784 ohms. All other measurements were in range and stable. Technical services was contacted and suspects a possible insulation issue.

Manufacturer narrative:
The lead remains in service. Should additional information become available, this event would be updated.